Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found, however proximal conductor stretched, lead damaged at implant, and blood noted on helix mechanism and helix mechanism (sleeve head).

Event description:
It was reported that during implant attempt, the lead had "poor numbers at several rv locations." The lead was explanted and replaced. No patient complications have been reported as a result of this event.